Event description:
The article includes info from an 8 month study suggesting a pt, being treated with intrathecal baclofen for spasticity, experienced a nuero deficit secondary to an implantable pump malfunction at four days post implant. A stopped pump rotor was observed via x-ray. The pump was replaced and no new neuro deficits occurred. No add'l info concerning patient symptoms, event resolution and patient outcome was provided. Continuous intrathecal baclofen administration by a fully implantable electronic pump for severe spasticity treatment: our experience." Minerva anestesiol. 2006.

Manufacturer narrative:
No device serial numbers were provided so it is not possible to ascertain if the device had been returned to medtronic for analysis. The report of a stalled pump rotor (pump stopped) is based only on the physician's observations.